Event description:
An individual received a needlestick injury while using the safety lok blood collection set. Injury occurred to a contract nurse. Appears that user was not familiar with proper activation methods.